Event description:
The customer received blood glucose readings of 459 and 395mg./dl on the contour next link, retested on a different meter and the reading was 117mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.